Manufacturer narrative:
The investigation into the pump stop issue has been completed. The impella pump was returned for investigation. The returned pump was visually inspected, and biomaterial and a green foreign substance was found in the outflow. The green substance and dried dextrose were cleaned off and the immediate pump stop continued to reproduce in the laboratory in a basin of water. The cause of the issue was biomaterial as a result of the patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 2.5 for mechanical circulatory support. During support, the pump stopped. It was reported that the procedure was completed with another device, no harm or injury to patient reported.